Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient had been hospitalized for incessant ventricular tachycardia (vt) the previous week. Anti-tachycardia pacing (atp) and shocks were appropriately administered and would break the arrythmia, however the patient would go right back to vt. Multiple external shocks also did not fully convert the arrythmia. A vt ablation was performed. Three days later the patient was re-hospitalized as they had received six more shocks. The first five shocks exhibited normal impedances, however the sixth shock exhibited high out of range impedance of greater than 125 ohms. It was noted that during the current interrogation the shock impedance was stable. The interrogation als noted a code that indicated there was an open circuit condition. A revision procedure was performed where the implantable cardioverter defibrillator (ICD) was explanted and the leads were surgically abandoned. During the revision the physician did attempt to remove the leads, however the attempt was unsuccessful. It was noted that the ICD and leads were an abdominal implant. The newly implanted system was implanted pectorally.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
.